Event description:
It was reported that during a proximal circumflex stenting procedure, a 2.25x28mm xience xpedition stent was implanted and an edge dissection was noted. A second unplanned xience xpedition stent was implanted to treat the dissection. The following day, the patient experienced non-serious creatinine kinase-myocardial band (ck-mb) elevation, less than 2 times the normal upper limit. There was no reported treatment. The elevated enzymes resolved without additional sequela and the patient was discharged home the same day as onset. There was no additional information provided.

Manufacturer narrative:
(B)(4). Relevant tests: (B)(6) 2014 (15:56): ck=109 u/l, normal upper limit 176; (B)(6) 2014 (01:43): ck-mb=4.2 ng/ml, normal upper limit 5.0; (B)(6) 2014 (15:56): ck-mb=5.4 ng/ml, normal upper limit 5.0. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition sv everolimus eluting coronary stent system electronic instructions for use. The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.